Event description:
It was reported that the 6800 system would not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site invesitgation. The malfunction was verified. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.